Event description:
It was reported that the femoral neck screw could not be screwed onto the shs inserter. The thread seems to be defective at the very beginning. 5/6/2024 - additional information no debris left in the patient's body. The procedure could be completed with 2nd instrum set available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received lag screwdriver gamma3 was visually inspected we can see nick marks on the thread but the initial thread of the proximal end was heavily deformed the crest of the threads is flattened. A functional inspection was carried out with a sample lag screw and found that the screw could not be inserted into the driver it got stuck at the proximal end where the deformation is. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user-related as deformation is either by hitting or application of excessive force. If more information is provided, the case will be reassessed.

Event description:
It was reported that the femoral neck screw could not be screwed onto the shs inserter. The thread seems to be defective at the very beginning. 5/6/2024 - additional information. No debris left in the patient's body. The procedure could be completed with 2nd instrum set available.